Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
A colonoscopy procedure was performed. The intended procedure was completed with a similar device with no additional time delay. The device was inspected before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (checked health professional in addition to the previous selections, which was inadvertently left off the previous reports). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "- operation manual includes the detection way at chapter 3 preparation and inspection. - reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a procedure, the bending outer sheath cover was identified as being torn on the evis exera iii colonovideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the lens had worn and cracked cement; the nozzle had peeling cement; the distal sheath glue was cracked and leaking; the insertion tube had a torn boot; and scratches were found in multiple locations on the device. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.